Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the nylon tie for the sieve beds was loose. Additional malfunctions include the check valve for the product tank was defective.